Event description:
The customer reported that the system takes xrays, the screen goes blank. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the connection cables. The system operates as intended.